Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The insulin pump received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown.